Manufacturer narrative:
The system was examined and the reported event was not replicated or confirmed. The system was tested and found to meet product specifications. The system was manufactured on september 20, 2016. Based on assessment, the product met specifications at the time of release. Root cause: the system found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported they had no phacoemulsification power. Additional information has been requested.